Manufacturer narrative:
This report contains allegations against lot numbers: 18e022, 18d030, 18f045. Six single-use devices were received for evaluation. Visual inspection revealed that the bladders of all six devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the six received devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots: 18e022, 18d030, and 18f045 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that the bladders of nine small volume folfusors ruptured prior to patient use. There was no patient involvement. No additional information is available.